Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure.   According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, the exact cause of the annular rupture is unknown, but may be due to the patient factors (annular calcification) or the factors mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, post deployment of the 23 mm sapien 3 valve, the patient was noted to have a pericardial effusion due to a suspected concealed lvot rupture. The patient¿s pericardium was drained a total of three times. Bav was performed with 20 mm balloon and the valve was implanted in a 70:30 aortic/ventricular position. Post procedure the patient¿s blood pressure remained low and tee performed showed an increasing pericardium. An angiogram performed found a small leak which was suspected to be a concealed lvot rupture. The first time the pericardium was drained (40 ml) tee showed the pericardium space was reduced from 13 mm to 12 mm. The second time the pericardium was drained (40 ml) tee showed the pericardium space size was reduced from 12 mm to 5 mm.  The third time the pericardium was drained (35 ml) tee showed the results looked ¿ok¿ and the patient¿s blood pressure appeared to be improving. The patient remained intubated overnight, sedated and monitored. The pericardium drainage line was kept. The patient was transferred to the ccu with closed monitoring.

Manufacturer narrative:
Additional information received confirmed the patient did not have myocardial fragility. There was lvot calcium, the strategy was to implant high, however it ended 70/30 on lcc. The pericardial effusion was pre-existing. The patient recovered and was discharged from the hospital on pod14.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.